Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where scheduled reports failed to show accurate data. A technical support specialist (tss) remoted into the server and reviewed the extract transform load (etl) process. The tss identified the error arithmetic overflow occurred. The tss applied knowledge article (ka) medes etl arithmetic overflow error converting identity to data type, executed the script, and completed the etl successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer experienced an inaccurate restock reporting and scheduled report data discrepancy. Restock reports did not display accurate information, and an increase in stock out occurrences was observed throughout the day. In some cases, medications were reported as restocked, and the server reflected the correct quantity; however, the corresponding device did not display the correct inventory amount. Additionally, the scheduled discrepancy report displayed no data. There were no delay or adverse events or injuries reported based on this event.